Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad response issue with the contrast and up arrow buttons. It was reported that there was no damage or moisture exposure prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.